Manufacturer narrative:
Investigation: no samples were received. Without defective sample or photo for us is very difficult to determinate the root of cause for this reason we were not able to associate the reported defect to the mfg. Process. During functional test in this lot number, we had not needle shielding failure or exposed cannula, this reported defect is not common in our process and no internal rejection has been reported in 2 years ago. DHR did not showed evidence of an issue related to the reported by customer. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle safety retraction feature of the 22 g x 0.75 in. Bd saf-t-intima¿ IV catheter safety system failed. No reported medical intervention or serious injury.